Event description:
Four newly identified fractures on top housing since field correction. This is a pump that the manufacturer refurbished and returned to us as part of a field correction. The field correction identified one crack near air sensor and defective door hinge.